Manufacturer narrative:
Further information was requested but not received. Primary unique device identification (UDI) number cannot be provided as a product identifier could not be obtained.

Event description:
It was reported that the patient's lead exhibited noise. The lead was capped and replaced on (B)(6) 2025. The patient was stable throughout the procedure.

Event description:
New information received indicated that the patient had presented for a follow-up in the clinic after the device exchange procedure. Upon interrogation, it was noted that the right atrial lead had exhibited noise oversensing, which resulted in inappropriate mode switching.